Event description:
It was reported to philips by a customer that the unit locked up while powering on. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the caller stated the end user claims the unit's touchscreen was non responsive and they are unable to turn the unit off. The caller stated that he is unable to reproduce any issue with the unit after turning it on and off 37 times. The caller stated that the touchscreen was functioning and it calibrated. The caller stated that the unit came to the biomed a year or so ago for the same complaint, however they were unable to reproduce it at that time as well. The caller stated that he updated the unit to 3.00 software today while he had it. The rse advised the caller to replace the ui pcb as a precaution since unit was reported to have the issue on two occasions. The rse advised the caller that 3.00 software is really reserved for units with hft which this unit does not have and that he should only update unit to 2.30. The advised caller to perform a complete passing pvt before placing unit back into service. The caller stated he will replace the ui pcb as a precaution and replace the 3.00 software with 2.30. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The customer replaced user interface pcb as a precaution and replace the 3.00 software with 2.3 to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Following the repair, the device was placed back into service.